Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead continuously dislodged. The lead was no longer used and replaced. The patient was in stable condition before and after the procedure.